Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1420306) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: diagnostic case, there was a 6f sheath in place, closed with mynxgrip (6f/7f) vascular closure device, prepped the device per the IFU. When the physician pulled the system out from the patient's body there was immediate arterial bleeding from the arteriotomy as if there was no plug (sealant), manual compression was held for approximately 10 minutes with no further complications noted. The event occurred sometime between (B)(6) 2014.